Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a magnet dislodgement. Surgery to re-position the magnet was performed on (B)(6) 2015. The implanted device remains.